Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed white foreign material in the air/water cylinder, jet tube and air/water tube, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, it is likely the following led to the malfunction: the jet tube is clogged due to white foreign material. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water cylinder, jet tube and air/water tube, and a clog in the jet tube. There was no patient involvement.